Manufacturer narrative:
The pump was not returned to mmdg and so an evaluation was not able to be completed. Because the pump has not been returned, mmdg has not been able to confirm the alleged complaint.

Event description:
The initial reporter stated that the pump will not alarm when occluded. The initial reporter stated that this occured during testing and that there was no patient involved. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. Mmdg could not replicate or confirm the original complaint and the device did operate within product specifications.

Event description:
The initial reporter stated that the pump will not alarm when occluded. The initial reporter stated that this occured during testing and that there was no patient involved. (B)(4).